Event description:
A facility representative reported a flogard infusion pump which had alarmed with failure code 38. It is unknown in which care area or the process step that the event occurred. No additional information is available at this time.

Manufacturer narrative:
(B)(4).evaluation summary:the customer reported condition was confirmed during device evaluation. The right force sensing resistor (fsr) was found to be damaged. The fsr was replaced in order to correct the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.